Event description:
Caller reported that there was a pixel issue on the pump display, which affected their ability to read the pump screen. There was no reported adverse impact to the customer's blood glucose level. Since the pump was out of warranty, technical support provided a supplier's report for further action.